Event description:
It was reported, during the implant procedure, the device was attempted but not used as the setscrew was not functioning/turning properly. In addition, the newly implanted lead could not be released from the device. Consequently, both substituted lead and pacemaker were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. However, visual analysis revealed grommet and setscrew damage. No anomalies found. However, visual analysis revealed conductor was distored. Only the proximal segment was returned.